Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received indicates that the patient presented to the clinic for a scheduled follow up where it was found that the device and right ventricular (rv) lead were sensing noise. The device was explanted and the rv lead was capped on (B)(6) 2024. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was sensing noise. No intervention or patient condition was reported.